Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1925603) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of 5f mynxgrip vascular closure device (vcd) was failed to deploy correctly. The plug itself remains in the distal portion of the sheath introducer. Hemostasis was achieved using manual compression. There was no reported injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. The plug of 5f mynxgrip vascular closure device (vcd) failed to deploy correctly. The plug itself remained in the distal portion of the sheath introducer. There was no reported injury. Hemostasis was achieved using manual compression. The device was not returned for analysis. A product history record (phr) review of lot f1925603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Corrected data: section h10: device available for evaluation.